Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head fell in my mouth / refill head is hanging out of my mouth in my mouth [device breakage]. Refill heads are loose - oral-b [device connection issue]. Case narrative: 54-year-old female consumer reported via phone that the oral-b toothbrush head was loose and fell in her mouth. No injury was reported. 02-mar-2025 follow-up via image: the suspect product was oral-b power oral care refills sensitive ebs17 brush set. The suspect product lot number was removed. No injury was reported.

Event description:
Head [...] Fell in my mouth / refill head is hanging out of my mouth in my mouth [device breakage]. Refill heads are loose - oral-b [device connection issue]. Case narrative: 54-year-old female consumer reported via phone that the oral-b toothbrush head was loose and fell in her mouth. No injury was reported. 02-mar-2025 follow-up via image: the suspect product was oral-b power oral care refills sensitive ebs17 brush set. The suspect product lot number was removed. No injury was reported. 11-apr-2025 case update from information initially received on 03-apr-2025: the suspect product lot number was 43098335r0. The concomitant product was oral-b rechargeable toothbrush handle 3756. No injury was reported. 29-apr-2025 case update from information initially received on 03-apr-2025: the concomitant product lot number was f53632324. No injury was reported. 21-may-2025 product investigation results: the suspect product was oral-b rechargeable toothbrush handle 3756. The concomitant product was oral-b power oral care refills sensitive ebs17 brush set. No injury was reported.

Manufacturer narrative:
21-may-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.